Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the safety shield did not retract to penetrate tissue. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
8/14/97-supplement #1 sent to FDA. Additional data entered in d9.device evaluation indicated and codes entered in h3 and h6.